Event description:
A non-healthcare profession reported that the sharpen or like phacoemulsification tip material came out of the phacoemulsification tip during phacoemulsification surgery. The surgery was completed. It was unknown how the surgery was completed. There was no information about patient impact. Additional information received that surgery was completed on the same day and there was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review, it has been assessed that the particulates which came out from the phacoemulsification tip was identified as foreign material (contamination) which was not retained in the eye.

Manufacturer narrative:
Upon further assessment, it was confirmed that the particulates which came out from the phacoemulsification tip was identified as foreign material (contamination) which was not retained in the eye. Thus, the event does not meet criteria for reporting, as per applicable regulation. No further reports will be submitted under mfg. Report number: 9681121-2025-00111. The manufacturer internal reference number is: (B)(4).